Manufacturer narrative:
The manufacturer previously reported an oxygen concentrator was allegedly involved in a house fire. There was no report of patient harm or injury. The device was evaluated by a third party investigator. There was no evidence identified during the fire scene investigation to indicate that the oxygen concentrator could have been the source of the fire. The device was evaluated and found no evidence of electrical arcing. The device was not the source of the fire. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."

Event description:
The manufacturer received information alleging an oxygen concentrator was involved in a house fire. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.